Manufacturer narrative:
Proximate reloadable linear stapler reload: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The cartridge was rec'd in good condition. The instrument was not returned with the cartridge. As the instrument was returned, the interaction between the instruments and cartridge could not be analyzed. The cartridge was fired with a test instrument and it fired and formed the remaining staples without incident. The reported incident could not be recreated.

Event description:
It was reported by the rep the device was used during a sigmoid colectomy. It was reported during the case the surgeon fired the tx60b on the proximal sigmoid colon with no consequences. When the xr60b reload was inserted and fired the surgeon said it felt "funny". When the tx60b was released only one-fourth of the staples fired and the remainder of the staples did not release from the cartridge. He had to dissect farther down and use an articulating stapler ax55b) for the distal transection. There was no consequences to the pt.